Event description:
Information was received from the consumer regarding a patient receiving intrathecal morphine 30 mg/ml at 5.194 mg/day. It was reported the patient's managing health care provider (hcp) discharged her from care for not showing for appointments and cancelling appointments. She could not find another hcp to take her. The pump was empty since (B)(6) (2016). The patient experienced withdrawals and went to the emergency room 4 times since they started in the beginning in (B)(6) (2016). The patient was given tylenol three, 1-2 pills every 6 hours, but the effects of the pills only lasted 3 hrs. The patient was still experiencing symptoms of withdrawal. When asked if it was the return of her pain symptoms, the patient stated it was not; it was withdrawal. The change in therapy/symptoms was gradual.

Event description:
Additional information was received from a consumer via a user facility reported the patient had very good pain control for 5 years with the pump when their pain doctor would no longer treat them. The patient was unable to find a new doctor to take over the pump. The patient's pain was unbearable and could barely live. The patient had to resort to buying methadone and taking 10 mg just to relieve the withdrawals. The patient wants to find a doctor to remove the pump. The alarm was still going off and at times it causes the patient anxiety.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.